Event description:
It was reported that a "check apl valve" alarm was posted and mechanical ventilation was no longer possible. Manual ventilation remained possible. The anesthesia device was replaced with another one. No injury reported.

Manufacturer narrative:
The investigation was performed based on the initially provided information as the available log file could not be opened and a new file was not sent. Therefore, the reported "check apl valve" failure could not be confirmed. We were informed that the entries "motor slow" and "motor stalled" were found in the log. Based on this it can be assumed that the supervisor function of the device detected a wrong motor position. As a consequence in this case the ventilator forces a shutdown of automatic ventilation accompanied by a corresponding alarm. The motor was identified as root cause as after replacement the reported issue was solved. It can be assumed that due to a faulty motor speed fluctuations occured which resulted in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The shut-down is accompanied by a corresponding alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The motor has been replaced and no further symptoms have been reported since then. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a "check apl valve" alarm was posted and mechanical ventilation was no longer possible. Manual ventilation remained possible. The anesthesia device was replaced with another one. No injury reported.